Event description:
In 2008, the lay user/patient's granddaughter contacted lifescan (lfs) alleging the patient was unable to change the code number on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient's granddaughter reported that the alleged issue started on the evening of the same day; the day prior to contacting lfs. The reporter denied that the patient took any action regarding her diabetes management or received medical intervention as a result of the issue. However, on an unspecified date/time, after the issue began, the reporter stated that the patient developed symptoms of lightheadedness and shakiness. At the time of troubleshooting, the cca walked the reporter through properly changing the code number on the meter. The issue was resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began.